Event description:
It was reported that the user experienced recurring low glucose concerns while using the ilet bionic pancreas, including one documented glucose value of 68 mg/dl and additional readings in the 70s that prompted treatment with oral glucose tablets; the user requested adjustments to pump settings to avoid glucose below approximately 85 mg/dl, and troubleshooting and education were provided with escalation for additional training. Symptoms included weakness and disorientation consistent with hypoglycemia. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included complaint intake, user coaching, and referral for clinical follow-up. Investigation of this case revealed no confirmed device malfunction, and the cause of the hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.